Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred. While ablating the roof line, a pericardial effusion was noted without hypotension. An echocardiogram and fluoroscopy confirmed the effusion and a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott devices.